Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported, during the attempted implantation of a 29mm transcatheter aortic bioprosthetic valve (tav), into a pre-existing non -medtronic (edwards lifesciences inspiris) surgical aortic valve (sav), the tav was loaded into the delivery catheter system (dcs) without issue. The dcs was inserted into the patient¿s vasculature and advanced to the aortic annulus. During the first deployment attempt, the inflow portion of the tav frame was highly constrained and underexpansion of the frame was observed. The tav was recaptured into the dcs and withdrawn from the patient. Subsequently, a pre-implant balloon valvuloplasty was performed on the sav, and a new 29mm tav was implanted with no issue. Per the physician, the previous sav implant was a contributing factor to the underexpansion. No patient symptoms or complications were reported as a result of this event.